Event description:
It was reported that this patient was at the hospital for another procedure not device related, when the patient heard beep tones from this implantable cardioverter defibrillator (ICD). There were concerns regarding alleged premature battery depletion. The device was checked in may of 2021, there was an estimated battery longevity of 3 years. Data analysis was provided for review but the files were corrupted. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Additional information to field b5 - describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was at the hospital for another procedure not device related, when the patient heard beep tones from this implantable cardioverter defibrillator (ICD). There were concerns regarding alleged premature battery depletion. The device was checked in may of 2021, there was an estimated battery longevity of 3 years. Data analysis was provided for review but the files were corrupted. A revision procedure was scheduled but has since been cancelled and has not been rescheduled. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was at the hospital for another procedure not device related, when the patient heard beep tones from this implantable cardioverter defibrillator (ICD). There were concerns regarding alleged premature battery depletion. The device was checked in (B)(6) 2021, there was an estimated battery longevity of 3 years. Data analysis was provided for review but the files were corrupted. A revision procedure was scheduled but has since been cancelled and has not been rescheduled. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Additional information to field b5 - describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was at the hospital for another procedure not device related, when the patient heard beep tones from this implantable cardioverter defibrillator (ICD). There were concerns regarding alleged premature battery depletion. The device was checked in may of 2021, there was an estimated battery longevity of 3 years. Data analysis was provided for review but the files were corrupted. A revision procedure was scheduled but has since been cancelled and has not been rescheduled. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.